Event description:
Additional information received, from nurse on phone call stated, after the logs was checked directedly after the stall. No recovery was found, nurse waited for 15 min and rechecked the logs, noted a recover.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a health care provider (hcp) regarding a patient with an implantable infusion pump receiving baclofen with a concentration of 4000 mcg/ml and a dose of 1521 mcg/day for intractable spasticity,spinal cord injury/spinal cord disease. It was reported hat nurse saw the patient today, the pump hasbeen stalled since the patient had an MRI . Caller confirmed the MRI was yesterday and patient did not have their pump check post MRI . Technical services had look at the logs and reviewed that she did not check it 15 minutes later to confirm it recovered. Caller stated she would check back in 15 minutes if she saw a motor stall that recovered. Caller stated the patient was having no symptomsand pump was not alarming to confirm that it is most likely a telemetry mode. Technical services reviewed with caller that if she does not see it recovered to call back and we can review further options.